Event description:
Allegedly broke during range of motion.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although this instrument broke during range of motion, the surgeon's pa advises our product did not cause any serious injury nor any delay in surgery, therefore, they do not consider this a reportable event. However, we are reporting this as a reportable malfunction. The dates are estimated. Only the month/year is known.